Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for high blood glucose levels, with a reading of 350 mg/dl. The customer stated that he had been taking steroids, which may have affected his blood glucose levels. The customer stated that he was sick and dehydrated for a week prior to the event. Nothing further was reported.